Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: a review of the pump black box showed a pump reboot on (B)(4)2019 after a loss of prime warning. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was evidence of moisture contamination inside the battery compartment and on battery cap ground spring. A leak test indicated no leaks in the pump. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power loss or interruptions occurring. The complaint of a power issue was shown in the pump history but was not duplicated during investigation, however, moisture in the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.